Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate shock for supra ventricular tachycardia episodes. The supra ventricular tachycardia episodes were read as ventricular tachycardia, and the patient received shock. Programming changes were made. The device remains implanted. The patient was fine afterwards.